Manufacturer narrative:
Correction: this complaint was opened to capture the issues where the catheter was breaking before use. If the catheter breaks before use then the device would not inoperable. Additional complaints have been opened to capture the reportable event of catheter breaking during use. Therefore, MFR report # 1710034-2018-00981 should be canceled.

Event description:
It was reported that bd¿ nexiva were breaking during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nexiva were breaking during use.